Manufacturer narrative:
The device was received. Investigation is not yet complete. Device #1 - proglide (part#12673-03, lot#77026-6h), is being filed under medwatch report#2953144-2009-01101.

Event description:
Device malfunction: unk (device #2). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, "the device failed". The device performance issue could not be clarified. The device was removed and a second proglide device was used with the same results. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.